Event description:
The customer reported the lens is getting stuck again. This was an intermittent issue with degraded image quality that rendered the system temporarily inoperable until the customer rebooted the system. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fuses were reseated during the service call. The system was tested and found to be working as intended and put back into service.